Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available, a device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that there was an over infusion of heparin to a patient being treated for venous thromboembolism. The heparin was intended to infuse at a rate of 23.2 ml/hour with a volume to be infused of 232ml (total bag volume of 250ml). However, the contents of the bag were found to have infused over approximately 3 hours. The patient's partial thromboplastin time (ptt) was measured greater than 200 seconds. The clinician indicated that the patient maintained hemodynamic stability and no measures were required to counteract the heparin. The clinician noted there was no evidence of bleeding. Heparin was held following the event. Received a copy of the customer's medwatch report from FDA which states, ¿pump malfunctioned and pt received continuous infusion of heparin."

Event description:
It was reported that there was an over infusion of heparin to a patient being treated for venous thromboembolism. The heparin was intended to infuse at a rate of 23.2 ml/hour with a volume to be infused of 232ml (total bag volume of 250ml). However, the contents of the bag were found to have infused over approximately 3 hours. The patient's partial thromboplastin time (ptt) was measured greater than 200 seconds. The clinician indicated that the patient maintained hemodynamic stability and no measures were required to counteract the heparin. The clinician noted there was no evidence of bleeding. Additional medication was held following the event.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.